Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed the manual prime test per (B)(4) and dqtp 6117 section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. 2 of 3 infusion sets failed per inspection due to a found occluded at the p-cap needle. The remaining infusion set passed per inspection with no occluded anomaly and was observed during analysis. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a recurring no delivery alarm on the insulin pump. Customer's blood glucose was 136 mg/dl. Customer stated that the alarm just occurred during manual prime. Customer stated that the issue has not been resolved. Customer was advised to replace the plunger and manually push the plunger. Customer stated that the insulin did exit during troubleshooting. Customer was advised to insert the reservoir into the pump and run manual prime. Customer stated that he was working on his third set. Customer stated neither one allows insulin to go through the cannula.